Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, she did the rewind and received a no delivery alarm. Customer stated the insulin pump had been giving no delivery alarms for 2 to 3 hours and she was experiencing high blood glucose of 515 mg/dl. The customer stated the drive support cap is recessed but the insulin pump was exposed to metal detectors for the last past days. Troubleshooting was done and the customer was able to prime without a no delivery alarm. The customer had changed the fill cannula settings and stated she usually does not fill the cannula when priming. The call dropped when reviewing the correct cannula fill setting and customer could not be reached back.